Manufacturer narrative:
(B)(4). No further eval of the device could be completed as it was discarded by hospital. The root cause of this reported event has not been determined; no conclusion can be drawn.

Event description:
In (B)(6) 2012 pt underwent tlif surgery with bilateral pedicle screw fixation from l5-s1 with corelink interbody cage. Revision surgery was performed on (B)(6) 2015 to determine if fusion occurred and to possibly remove the hardware. While checking the bone screw for bone purchase, it was reported that the tulip head of the bone screw disassociated from the shank with ease. Pt impact/sustained fall or other factors contributing to a failure was unk. Pt activity level and compliance with post-surgical instructions are unk.